Event description:
Pt had unusual branch anatomy and scar tissue from previous embolization procedures. Nevertheless final angio following the placement of the four endoprotheses showed the aaa to be completely excluded and all devices to be in good position. Problems were experienced with the sheaths used in this procedure: one was not 30 cm as labeled but closer to 40 cm and there was severe blood leakage from the hemostatic valve on the sheath, which resulted in significant blood loss during the procedure and blood tranfusion for this pt.